Event description:
Additional information was received on (B)(6)2020 from the patient via a company representative who reported that the pump had frequent motor stalls. Per the patient and her husband, the motor stalls began in may or june and the patient would be symptomatic. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6)2020. It was noted that the logs were printed on the day of surgery and the patient¿s husband reported that there was a stall while sitting at the hospital with a nurse on (B)(6)2020, but that stall did not appear on the logs. The issue was noted to be resolved, and the patient status was reported as ¿alive ¿ no injury¿. The pump was delivering infumorph (25 mg/ml at 11.9 mg/day). No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - fdc updated to d14 (67). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned pump device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient¿s pump has had multiple stalls and recoveries since (B)(6) 2019. The healthcare provider confirmed the patient has not had any imaging and stated that the stalls are lasting about 15 minutes until they recover. The healthcare provider was asking if the catheter could be why it is having motor stalls and it was reviewed that the catheters do not have sensors in the pump and would not cause a motor stall. Emi exposure was also discussed and if the patient had magnetic sources in their home. The healthcare provider stated the ¿family was tech savvy, they may have magnets in the home¿. No further complications were reported regarding the event.

Event description:
Additional information was received from the manufacturing representative (rep). Per the logs provided by the rep, the first stall on the report occurred on (B)(6) 2020 at 5:40 pm and recovered seven minutes later. A second stall occurred on (B)(6) 2020 from 10:47 am to 10:52 am. A third stall occurred on (B)(6) 2020 at 4:00 pm and recovered 39 minutes later. A fifth stall occurred on (B)(6) 2020 from 2:19 pm to 2:32 pm. Subsequent motor stalls and recoveries occurred on (B)(6). A motor stall occurred on (B)(6) 2020 at 11:32 pm and recovered at 11:59 pm. A motor stall occurred the next day, on (B)(6) 2020 at 3:17 pm and recovered at 3:40. A motor stall occurred on (B)(6) 2020 at 1:46 pm and recovered five minutes later. A second motor stall occurred on (B)(6) 2020 at 2:09 pm and recovered at 2:18 pm. A motor stall occurred on (B)(6) 2020 at 12:23 pm and recovered five minutes later. The last stall on the report occurred on (B)(6) 2020 at 11:30 am and recovered at 11:39 am. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be submitted once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient was in the office on (B)(6) 2020 and the logs were read which showed multiple motor stalls. No symptoms were reported. It was reported that the issue was resolved at the time of the report. The patient's status was reported as "alive-no injury." No further complications were reported.